Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a revision of the left ventricular (lv) lead as the patient was not responding to biventricular therapy. All lead and device measurements were normal at the beginning of the procedure and the device was programmed to electrocautery mode. When the physician was using diathermy before the crt-d was exposed from the pocket, the monitor displayed that the patient was in cardiac arrest. The electrocautery mode was canceled on the programmer and a warning message was displayed: "out of range/telemetry noise/pg not identified." Both the radiofrequency (rf) and wanded telemetry were in use. The patient was treated with external defibrillation and resuscitated successfully. It was also noted on the electrocardiogram that there was no pacing. Attempts were made to interrogate the device with an additional programmer and wand but without success. The crt-d was successfully replaced and will be returned for immediate laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Upon receipt, attempts were made to interrogate the device; however, no telemetry could be established. The device case was removed to facilitate inspection of the internal components. Detailed analysis identified a short within the device. This type of device failure is indicative of a device having been exposed to diathermy. Boston scientific's technical manual communicates that implanted pulse generator and/or leads, should not be subjected to diathermy. Diathermy has been known to cause fibrillation, burning of the myocardium, and irreversible damage to the pulse generator because of induced currents. Analysis concluded this device was adversely impacted by the use of diathermy.